Event description:
It was reported that pump displayed malfunction code that was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, malfunction code did not recur after reset, customer was advised to continue using pump and to call back if malfunction code occurred again, and caller acknowledged and understood instructions.